Manufacturer narrative:
Product analysis summary: visual inspection on the introducer sheath exhibited no noticeable defects. The broken dilator tubing and the hub were taped to the pouch as received. The dilator tubing was broken at the edge of the hub. Actual physical measurements for outer and inner diameter of the dilator met specification indicating wall thickness is not a contributor to the event. Actual physical measurement of the introducer sheaths met specifications. Additional information: the physician took the sheath out in one piece. No instruments were used to remove the sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report originally submitted on (B)(6) 2017 during an outage with FDA. Resubmitting as acknowledgments were not received.

Event description:
The physician was using an intrakit device, right arm access was applied. It is reported that when removing the dilator from the sheath while in the patient, the hub of the dilator broke off. The wire was removed separately, not at the same time as the dilator. The physician had to pull device out and press on the artery. No injury reported.